Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. During procedure, the activated clotting levels was between 300-313s and heparin was administrated. The amulet was implanted. Overnight, a pericardial effusion developed in the patient and it lead to cardiac tamponade. Patient had chest pains, heart palpitations and was hypotensive. On (B)(6) 2024, the physician performed a pericardiocentesis and removed the pericardial fluid. The patient was reported stable.

Manufacturer narrative:
An event of angina, low blood pressure/hypotension, and pericardial effusion lead to cardiac tamponade were reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. During procedure, the activated clotting levels was between 300-313s and heparin was administrated. The amulet was implanted. Overnight, a pericardial effusion developed in the patient and it lead to cardiac tamponade. Patient had chest pains, heart palpitations and was hypotensive. Then, the physician performed a pericardiocentesis and removed the pericardial fluid. The patient was reported stable. Based on the information received, the cause of the reported pericardial effusion could not be determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.